Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 217 mg/dl. The customer stated that she ate launch, took if off, went swimming came out put it on and button wouldn't respond. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage on the electronics and motor noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip.